Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens, +12.5 diopter, and the lens tore. The lens was cut into two pieces to remove from the patient's eye and there was no patient injury. Another same model and diopter lens was implanted. The reporter indicated the cause may have been due to technical error.

Manufacturer narrative:
(B)(4).